Event description:
During the initial procedure on (B)(6) 2011, a maze linear cardiac reusable probe was connected to a ccs-200 cryosurgical system. After bending the probe the surgeon then brought the pressure up in the nitrous oxide tanks. When the pressure reached 800 pounds per square inch (psi), the probe leaked at the bend. There was no patient or user consequence.

Manufacturer narrative:
(B)(4). Atricure was originally notified of this event on (B)(6) 2011. Through correspondence with the sales representative and the hospital, it was concluded that this event did not meet the threshold of an MDR. Atricure received a medwatch form 3500a user facility report from the FDA on (B)(6) 2011. Proper use of device labelled indications unverified.